Manufacturer narrative:
(B)(4). The investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instruments are being sent back due to breakage of the components during implantations. It was noticed afterward that these instruments were no longer able to be used for future surgeries. Patient consequence? :no. Action taken for procedure:instruments made it thru the procedure, but will now need to be replaced. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.